Manufacturer narrative:
(B)(4). The customer reported would replace the inspiratory module printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time of the reported event.